Manufacturer narrative:
Date of report: 28may2019. Date rec'd by MFR: 21may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The power management board remained at zero. The fse replaced the power management board and the issue was resolved. A power management board was return for analysis. An investigation was performed and failure analysis determine the u13 component caused the device not accrue power on hours. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that power management board was not keeping operational time. There was no patient involvement.